Event description:
After a swan catheter was placed during a right heart catheterization, the computer indicated "tram not responding". Setup double-checked several times to no avail. Swan replaced and the procedure was completed successfully with alternate swan catheter.